Event description:
It was reported that the tip of the driver broke off while removing a crosslink. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines, a shear lip, and no indication of fatigue or torsional overload. Inspection of dimensional and hardness confirm conformance to print specification. The morphology and fractographic evidence is consistent with bend stress overload.